Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia leaded to coma [diabetic hyperglycaemic coma]. Hypoglycemia leaded to coma [hypoglycaemic coma]. Patient didn't get dose of actrapid penfills due to the technical issue of her np4 [drug dose omission by device]. Force needed to inject feel different from normal is (easier) without any difficulty [device delivery system issue]. Taking doses with normal syringe from penfill due to np4 issue [wrong technique in product usage process]. Needle is left attached to the pen in between injections [product storage error] technical issue of novopen 4 [device issue]. Hyperglycemia [hyperglycaemia]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia leaded to coma(coma hyperglycemic)" beginning on (B)(6) 2025 , "hypoglycemia leaded to coma (hypoglycemic coma)" beginning on (B)(6) 2025 , "patient didn't get dose of actrapid penfills due to the technical issue of her np4 (drug dose omission by device)" with an unspecified onset date , "force needed to inject feel different from normal is (easier) without any difficulty(device delivery system pressure issue)" with an unspecified onset date , "taking doses with normal syringe from penfill due to np4 issue (inappropriate drug extraction with syringe)" with an unspecified onset date , "needle is left attached to the pen in between injections (device stored with needle attached)" with an unspecified onset date , "technical issue of novopen 4 (device issue)" with an unspecified onset date , "hyperglycemia (hyperglycemia)" with an unspecified onset date and concerned a 508 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes", actrapid penfill (insulin human 100 iu/ml) (58 iu, qd (20u morning, 24u midday and 14u at night),) from unknown start date and ongoing for "type 1 diabetes", patient's height: 158 cm. Patient's weight: 92 kg. Patient's bmi: 36.85306840. Dosage regimens: novopen 4: actrapid penfill: current condition: type 1 diabetes mellitus (started from when she was 15 years) historical drug: actrapid vials, mixtard 30/70 penfills, insulatard. Concomitant medications included - lantus solostar (insulin glargine). On an unknown date, the patient's np4 had an issue and mentioned that due to this the patient suffered from hyperglycemia. On an unknown date, the patient's rbs (blood glucose) was ranged 360-400 mg/dl (during hyperglycemia event) and her ppbs (blood glucose) was 280 mg/dl yesterday, last hba1c (glycosylated haemoglobin) was 7.3% from about 6 months , mentioned that to avoid change her doses she uses water with lemon to decrease her bgl due to the issue with np4 , the patient was taking her doses with normal syringe from penfill and was informed that it is incorrect to withdraw the doses from insulin penfill. The patient uses an already used needle and in general reuse the needles, and she said that the used needle is changed after being used for one week ,the needle was left attached to the pen in between injections, the force needed to inject feel different from normal was (easier) without any difficulty , the flow of insulin is checked before the patient took the injection , dialling clicks was used to estimate the dose of the product, had been trained by a health care professional in the use of the novopen ,patient was the operator of the device at the time of the event , there was not any recently changes in the patient's diet or exercise level ,needle was attached to the pen in a 180-degree angle (straight on) ,insulin is stored in use at room temperature 20-25 degrees celsius and in high temperature, the insulin is stored inside the fridge ,the patient hasn't recently changed from another novopen to the current novopen , this was first time that the patient was treated for this indication ,patient didn't experience the same medication error in the past , product received in the original packaging, patient herself was the one involved in the medication error,the reason for the error was because that the patient didn't get her dose of actrapid penfills due to the technical issue of her np4 but then she had her needed dose by using the syringe from actrapid vials and the patient confirmed that she didn't miss her actrapid insulin dose. The patient experienced adverse events as a consequence of the medication error such as hyperglycemia and hypoglycemia and that leaded to coma during (B)(6) 2025 and she had intravenous solutions and events stopped after 3 days. The patient didn't recently switch from another product (within last 3 months) batch numbers: novopen 4: jvgs432; actrapid penfill: rr71xj1; action taken to actrapid penfill was not reported. The outcome for the event "hyperglycemia leaded to coma (coma hyperglycemic)" was recovered. The outcome for the event "hypoglycemia leaded to coma (hypoglycemic coma)" was recovered. The outcome for the event "patient didn't get dose of actrapid penfills due to the technical issue of her np4(drug dose omission by device)" was not reported. The outcome for the event "force needed to inject feel different from normal is (easier) without any difficulty (device delivery system pressure issue)" was not reported. The outcome for the event "taking doses with normal syringe from penfill due to np4 issue (inappropriate drug extraction with syringe)" was not reported. The outcome for the event "needle is left attached to the pen in between injections (device stored with needle attached)" was not reported. The outcome for the event "technical issue of novopen 4(device issue)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. Reporter's causality (novopen 4) - hyperglycemia leaded to coma (coma hyperglycemic): unknown. Hypoglycemia leaded to coma (hypoglycemic coma): unknown. Patient didn't get dose of actrapid penfills due to the technical issue of her np4(drug dose omission by device): unknown. Force needed to inject feel different from normal is (easier) without any difficulty (device delivery system pressure issue): unknown. Taking doses with normal syringe from penfill due to np4 issue (inappropriate drug extraction with syringe): unknown. Needle is left attached to the pen in between injections (device stored with needle attached): unknown. Technical issue of novopen 4(device issue): unknown. Hyperglycemia(hyperglycemia): probable. Company's causality (novopen 4) - hyperglycemia leaded to coma (coma hyperglycemic): possible. Hypoglycemia leaded to coma (hypoglycemic coma): possible. Patient didn't get dose of actrapid penfills due to the technical issue of her np4(drug dose omission by device): possible. Force needed to inject feel different from normal is (easier) without any difficulty (device delivery system pressure issue): possible. Taking doses with normal syringe from penfill due to np4 issue (inappropriate drug extraction with syringe): possible. Needle is left attached to the pen in between injections (device stored with needle attached): possible. Technical issue of novopen 4(device issue): possible. Hyperglycemia(hyperglycemia): possible. Reporter's causality (actrapid penfill) - hyperglycemia leaded to coma (coma hyperglycemic): unlikely. Hypoglycemia leaded to coma (hypoglycemic coma): unlikely. Patient didn't get dose of actrapid penfills due to the technical issue of her np4(drug dose omission by device): unlikely. Force needed to inject feel different from normal is (easier) without any difficulty (device delivery system pressure issue): unlikely. Taking doses with normal syringe from penfill due to np4 issue (inappropriate drug extraction with syringe): unlikely. Needle is left attached to the pen in between injections (device stored with needle attached): unlikely. Technical issue of novopen 4(device issue): unlikely. Hyperglycemia(hyperglycemia): unlikely. Company's causality (actrapid penfill) - hyperglycemia leaded to coma (coma hyperglycemic): possible. Hypoglycemia leaded to coma (hypoglycemic coma): possible. Patient didn't get dose of actrapid penfills due to the technical issue of her np4(drug dose omission by device): possible. Force needed to inject feel different from normal is (easier) without any difficulty (device delivery system pressure issue): possible. Taking doses with normal syringe from penfill due to np4 issue (inappropriate drug extraction with syringe): possible. Needle is left attached to the pen in between injections (device stored with needle attached): possible. Technical issue of novopen 4(device issue): possible. Hyperglycemia(hyperglycemia): possible. The case was reclassified from non-serious to serious on (B)(6) 2025 due to the addition of events "hyperglycemia leaded to coma, hypoglycemia leaded to coma" with medically significant seriousness criterion. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: linked case.

Event description:
Case description: investigation result. Suspect: novopen 4, batch: jvgs432. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed in EU/ca tab b, c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. Final manufacturer comment: 12-dec-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Product handling error such as storing the device with needle attached between injections and inappropriate drug extraction with syringe can affect the functionality of the device. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. H3 continued: evaluation summary: suspect: novopen 4, batch: jvgs432. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.